Event description:
This device was explanted due to device migration and patient discomfort. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received and visually inspected. The device was normal and expected,there was no indication of a deviation from the mechanical specification. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the device was mechanically as expected. The root cause for the observed device migration could not be determined.